Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient aggravated his general condition in therapy. He required mechanical ventilation, required blood and plasma, had deterioration of renal function and decreased diuresis.

Manufacturer narrative:
Device evaluated by MFR: the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a pericardial effusion and perforation occurred and the patient died two days later. A left atrial appendage (laa) closure procedure was being performed. A small pericardial effusion was noticed before the transseptal puncture, but it closed spontaneously. A transesophageal echocardiogram was performed to assess the size of the laa. A 27mm watchman ® laa closure device & delivery system was selected for use. The transseptal puncture was performed and a double curve watchman ® access system was advanced and positioned in the laa. The delivery system was advanced into the access system and the closure device was deployed. At that time it was noticed the closure device perforated the laa. The closure device was fully recaptured and removed from the patient. The patient went to surgery where the laa was ligated. Two days post procedure, the patient died of an unknown cause.